Event description:
It was reported that foreign material was found in the eye when using the phaco tip. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: unknown, not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.